Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio meter was reading inaccurately high compared to another device (optium excel). The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first began. On an unspecified date/time, the patient reportedly obtained blood glucose readings of "7.1, 7.2, and 10.4mmol/l" with the subject meter and "5.2, 4.3, and 5.6mmol/l" with the optium excel meter, performed reportedly within 30 minutes of each other. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's diabetes regimen is not known and it is not clear what action, if any, the patient took in response to the reported meter issue. According to the csr's documentation, the patient did not develop any symptoms nor did she receive any medical treatment as a result of the alleged meter issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
(Serial #) information was not provided.